Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV, discomfort, distortion, tightness and soreness, occasional unhappiness with their appearance, asthma that is presently under control, history of impetigo around the nose that is an ongoing issue, their aunt had breast cancer, paternal grandfather has heart health history and father has atrial fibrillation, patient has history of cold sores and skin bruises easily. The patient is allergic to sulfa and current takes sertraline 25 mg tablet, mild pain in back and neck". Healthcare professional later reported "capsular contracture baker grade IV". Device remains implanted.